Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The blood glucose level of the customer was 127 mg/dl. The insulin pump also had software error detected alarm. The customer was able to clear the alarm and rewind the insulin pump. The customer declined troubleshooting for blank display. The insulin pump will be returned for analysis.